Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Mitek received the complaint device and evaluated it visually. Visually, it was noticed that the active tip around the suction hole has been deformed. It appears that it has melted a propagated into the suction hole, although this is not definitive. There is no other damage or anomalies with this electrode. Also, no lot numbers have been supplied, which precludes conducting a batch history review or a lot specific search in the complaints handling system to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot discern a root or underlying cause for the reported event. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder procedure, a portion of the distal tip of a vapr lds electrode broke off into the patient's joint space; x-rays revealed nothing, so they assume that there is no fragment in the patient & (B)(6) body. The repair was concluded successfully without further issue or harm to the patient. Our affiliate states that this was the 1st use of the device; it was not re-processed and/or re-used.